Event description:
The ipp device was removed from the patient and an ambicor device implanted because the "patient had a difficult time inflating the device due to pain in scrotum area, possible infection in scrotum - pump."